Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Device is an instrument and is not implanted/explanted. A service history record review was attempted for the subject device but could not be completed because the instrument is a lot/batch controlled item. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a high tibial osteotomy on (B)(6) 2016, the 4.5mm double drill sleeve shaft broke and the handle fell apart during the procedure. An alternative device was readily available to complete the procedure. There was no surgical delay reported and no additional medical intervention was required. There was no patient harm. The patient was not impacted due to the surgical events and the patient's status was reported as stable at the completion of the procedure. The procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the shaft broke and the handle fell apart. The repair technician reported the handle broke at the 3.2 end of the drill sleeve, and the nipple, sleeve, and spring were missing. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the 4.5mm/3.2mm double drill sleeve (part 312.46 / lot 9107241) was returned and reported to have broken during surgery. This complaint condition was likely caused over a year of consistent use and the possible application of excessive force during surgery; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The double drill sleeve was returned and reported to have broken during surgery. This condition is confirmed as the 3.2mm drill sleeve has entirely shorn off from the handle of the device. It is likely that over a year of consistent use and the possible application of excessive force during surgery had led to this complaint condition. The device was manufactured in november, 2014. The balance of the returned device is in otherwise fair condition with some wear along the handle. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no non-conformance reports relevant to the complaint condition were generated during the production of this device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.